Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices opened by the account with the appropriate packaging in an undamaged condition. The visual inspection of the returned products noted two sutures and two needles. Both the needles were observed to be attached to the suture. One of the sutures loop was observed to be broken and the other loop was observed to be intact. The retainer was inspected with no abnormalities. Because the needles are attached to a suture, the reported condition was not confirmed. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a transabdominal pre-peritoneal, the device loop broke, and when they used second device, the needle detached. The case was completed with another device. There was no patient injury.